Event description:
It was reported that the patient with calculi in his prostate underwent photo selective vaporization treatment of the prostate. During procedure, it was observed that the laser energy was being emitted out of the fiber tip after 15300 j, followed by a fiber life courtesy message prompted on the console. A new fiber was used to successfully complete the procedure without patient complications.